Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the during the implant procedure, the physician reported "tight" access and the lead had difficulty advancing. When the lead was removed, a stylet had difficulty advancing through the lead and the lead appeared to be "kinked" without a stylet. New access was obtained and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.